Event description:
It was reported that this programmer's screen turned black while trying to perform an interrogation. The power source was turned off, then turned back and again the interrogation was in progress. Then the screen turned black again and the interrogation could not be completed. Again, the programmer was turned off and back on and interrogation was performed successfully however, the screen turned black again. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was successfully interrogated, confirming there were no communication problems between a device and the programmer. All log and session files were uploaded and stored. The telemetry functions were tested; no issues were observed. The ability of the programmer to print a summary report to a bluetooth printer was verified. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests.

Event description:
It was reported that this programmer's screen turned black while trying to perform an interrogation. The power source was turned off, then turned back and again the interrogation was in progress. Then the screen turned black again and the interrogation could not be completed. Again, the programmer was turned off and back on and interrogation was performed successfully however, the screen turned black again. No adverse patient effects were reported.